Event description:
Home patient (hp) reports incomplete prime of pt line of homechoice sets. Family member of hp reports hp was unable to reprime line and had to reset up with new supplies each time to complete treatment. No pt injury or medical intervention required per family member.